Event description:
Related to MFR#: 2183959-2015-00043. It was reported that following the implantation of an elevate anterior graft, the patient presented with a mild vaginal infection with "yellow vaginal discharge." Medication was administered on (B)(6) 2014. The event was considered resolved/recovered with no sequelae on (B)(6) 2014. There were no further patient complications reported as a result of this event.